Event description:
Although there was no pt injury involved in this incident, the co still would like to file this report for the record. During a laparoscopic procedure, the distal lens of a karl storz telescope fell off into the pt. The lens was retrieved with no problem and the procedure was completed with another scope. After eval of the subject telescope, co founds it had been refurbished and rebuilt by a 3rd party and the repair shop's name was etched on the eyepiece. Therefore, this is no longer a karl storz telescope.